Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not getting pain relief and the patient had pain at paddle incision site. The patient underwent an explant procedure and the explanted device components were not returned as they were kept by the medical facility.